Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received one shock for monomorphic ventricular tachycardia (vt) from the subcutaneous implantable cardioverter defibrillator (s-ICD). The shock changed the rhythm to ventricular fibrillation (vf). Three shocks were administered and converted the patient to their sinus rhythm. It was noted that the patient has been sick and dehydrated. It was further noted that the patient usually has polymorphic vt. Boston scientific technical services (ts) was consulted and discussed that since this occurred due to a clinical issue, at this time they would not suggest any programming options. No adverse patient effects were reported. The s-ICD was later explanted for an anomaly reported in report 2124215-2018-06418.